Event description:
It was reported that the physician intended to use a integrity bare metal stent to treat lesion. It was reported that the product was expired. The product was implanted and remains in service. The patient suffered no injury and underwent no intervention as a result of the event. The patient's current status is alive with no harm.

Manufacturer narrative:
Additional information: the lot number details of the device were added (attached) if information is provided in the future, a supplemental report will be issued.